Event description:
A caller reported an issue where the insulin gauge displayed a different amount than expected on their pump, with the current fill estimate showing 27 units instead of the expected 100 units, and the difference exceeded 30 units. There was no adverse impact to the customer's blood glucose level. The caller confirmed that they completed all necessary steps, such as not overfilling and using room temperature insulin, and declined to load a new cartridge, choosing instead to continue using the current cartridge and follow up if necessary.